Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was dealing with a lot of infections. Patient's body was rejecting everything including the battery. In turn, surgical intervention took place wherein the system was explanted to address the issue.